Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had displayed the login screen as unable to sign into pyxis. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that care fusion application login screen was displayed, so the user was unable to sign in to pyxis to access medications. A technical support specialist (tss) found remote smart service down and customer restart the device and customer confirmed issue was resolved. The system functioned as intended after the customer resolved the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had displayed the login screen as unable to sign into pyxis. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.